Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.

Event description:
During primary surgery the surgeon was unable to back out the twinfix 3.2 cannulated compression screw even with the extraction tool provided in the set. Surgeon left the implant in the patient." Event occurred during primary surgery. No adverse consequences to the patient due to the surgical delay.